Event description:
Litigation papers allege the patient suffers from pain, discomfort, and the inability to perform daily activities.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Updated: a2, a4, b2, b3, b4, b5, b6, b7, d2, d7, f10, g1, g3, g4, h4. Depuy still considers the investigation closed. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffers from pain, discomfort and the inability to perform daily activities. Doi: (B)(6) 2008 (right hip). Dor: no date as of yet. Resident of (B)(6). Update: 7/10/2012- plaintiff¿s preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** 23 june 2014 - der rcvd - added sleeve product information, dor, surgeon / hospital details and patient demographics.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b4: date of report. B5: event/problem description. F10: patient / device codes. G3: report source. G4: date received by manufacturer. Depuy still considers this investigation closed.

Event description:
Update rec¿d 7/17/2014 - medical records received. Patient revised to address heavy metal synovitis. Upon revision, a large cyst about 8 mm in diameter and 6 mm in depth was noted. There is no new additional information that would affect the investigation. This complaint was updated on: 08/01/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.